Event description:
This note to the FDA, along with the enclosed record of surgery is a result of the (B)(6) on medical devices. Almost 4 1/2 years ago, I had a right-hip replacement, biomet, after a work related accident. Early on, there was some mild pain which interfered only marginally with daily life. As the years pass, however, the pain increases, the fear of more pain increases, the loss of movement in the hip makes for more trouble walking, stair climbing, etc. I have not seen an orthopedic since dr. (B)(6) retired several years ago, assuming that many replaced hips have problems and mine was not unusual. After reading that the replacement itself could be the problem, and that some implants are problems for some people, I think that a complaint from me about biomet's product is due. I have no idea of how to proceed, except to find an orthopedist and start over. I've enclosed the surgery record for information purposes, and would be happy to engage further in solving this implant problem.